Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.